Event description:
A report was received that the patient received a steroid injection at the sacroiliac joint due to pain. It was unknown if the pain was procedure or device related. The patient achieved relief.

Event description:
A report was received that the patient received a steroid injection at the sacroiliac joint due to pain. It was unknown if the pain was procedure or device related. The patient achieved relief.

Manufacturer narrative:
Additional information was received that the patient¿s pain was a new pain. The physician believed that the new pain was not device or procedure related.